Event description:
It was reported that the implant was removed due to pain, irritation, inflammation and discomfort. Patient will not return for additional appointments.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) imp,tsv,3.7,11.5,mtx,mg ((B)(6)) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3736 (due: jun 7, 2023). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was diabetes, bone density type is unknown. The reported device was located on tooth # 24 (universal) and was used for approximately 5 months, 16 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications warnings changes in performance adverse effects DHR review: DHR review was completed for the subject lot number (1227551). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complaint history review: complaint history review was performed for the reported lot number (1227551) for similar event and no other complaint was identified. Review completed utilizing keywords: medical pain post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product ((B)(6)). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.